Event description:
Removal of endosseous dental implant. Two implants were placed in class IV bone during a complex procedure on 2/24/97 during which a sinus lift with osteotomes and bone augmentation were performed. The implant in site #14 was removed on 4/25/97. The clinician reports that the failure may be due to possible endodontic pathology on the adjacent tooth.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. Manufacturer's taend analysis confirms that the reported failure rate associated with its implants is below the expected rater for this procedure as published in the scientific literature.